Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the motor was seized and rough running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported from (B)(6) that the backward speed of the battery device does not function. It was not reported that the malfunction occurred during surgery. There were no delays to the schedule surgical procedure and an identical spare device was not available for use. There were no reports of injuries, medical interventions or prolonged hospitalizations. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.